Event description:
An olympus field service engineer (fse) reported on behalf of the customer, the visera 4k uhd camera control unit experienced no image except for color bars. The reported issue occurred at receipt inspection. The intended procedure was diagnostic. The procedure was subsequently completed with a similar device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The exact date of event is unknown, however, it was reported to have occurred around (B)(6) 2022. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a cable break in the receiver (rx) module. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failed cable part of the rx module could not be identified. It was likely, due to an accidental failure or a failure, due to handling. The event could be prevented, by following the otv-s400 instructional manual, which states: "do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection]: never apply excessive force to connectors. This could damage the connectors". Olympus will continue to monitor field performance for this device.